Event description:
Clinical trial. It was reported that 13 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician successfully placed an express2 3 .00x24mm study stent in the target lesion. 13 months after the initial procedure, the patient returned for follow-up angio. A restenosis of the study stent was noted. Ivus confirmed a 60% narrowing of the study stent. Pci was performed and an unknown type of stent was implanted. The patient tolerated the procedure well and was discharged the next day.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.